Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a lead warning due to high impedance and a possible fracture of the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 4965-25. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.